Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with scratchiness in the left eye ten days post photorefractive keratectomy. The patient was noted to have an infiltrate peripherally with intact epithelium. The topical steroid dosage was increased. Additional information received states the patient is feeling much better and the infiltrate was noted to be smaller. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2019-87311.